Event description:
It was reported that during a gastric bypass procedure, the device would cut but stapled partially. The device worked properly with the first cartridge. With the second cartridge, the device cut but didn't staple. The device didn't stay blocked on the tissues. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation to date. The manufacturing records were reviewed for the lot number provided within complaint file and no nc were recorded against lot j4ak06 manufactured on 04/21/2012. Review of batch records associated this lot (j5g830- mfg date -04/17/2012, j5g753 -mfg date 04/13/2012, j5g831. Mfg date - 04/16/2012) was also performed and no discrepancies were noted.